Manufacturer narrative:
Additional information was received which indicated that the valve advancement issue was also impacted due to vascular calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the delivery catheter system (dcs) could not be advanced through the access vessel. Difficulties advancing the dcs are known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the femoral artery was tortuous. This indicates that the probable cause of the advancement difficulties was patient anatomy. Additional information was received which indicated that the valve advancement issue was also impacted due to vascular calcification. The vascular calcification most likely caused or contributed to the advancement issue. It was reported that access site bleeding was observed which was treated with three stents. Vascular access related complications, such as bleeding, are a known potential adverse patient effect per the evolutr instructions for use (IFU) and can occur during any percutaneous intervention. Vascular complications are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to advance in the femoral artery. Access site bleeding was noted and three stents were implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received updating the dcs lot number. If information is provided in the future, a supplemental report will be issued.